Event description:
This is one of the four events reported in a previously submitted medwatch report (00023). Additional information was received on 4/2002. This patient received a total of 800 cc. During a hemodialysis treatment and complained of generalized weakness post treatment. The pt's pre and post weights indicated a weight loss of 3.9 kg. (After receiving saline). The machine showed that 2,906 ml was removed. The pt was discharged home and was later taken to the hospital. The pt was believed to be dehydrated.